Manufacturer narrative:
Concomitant medical products: model: 693565, lead; implanted: (B)(6) 2010; model: a219, competitor ICD; implanted: (B)(6) 2017; model: 3401, competitor lead; implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients implantable cardioverter defibrillator (ICD) had been extracted and while the patient was being transferred from the catheterization table to the gurney, a developing hematoma was observed. The incision was reopened and the hematoma blood was completely removed. The pocket was irrigated and closed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The device was returned and screening analysis was performed, but no issue was identified requiring full analysis. If information is provided in the future, a supplemental report will be issued.